Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation as the device remains implanted. The 3mensio imagery report was provided by the facility and the following was observed: calcification observed on all three leaflets. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by imagery and medical records. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 1 month post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the territory manager, approximately 5 years 1 months post valve in valve (vinv) implant of a 23mm sapien xt valve in the aortic position via transfemoral approach inside of a degenerated 23mm mitraflow, the patient was severely symptomatic with chronic heart failure nyha iii, dyspnea on exertion and presyncope/ syncopal events. An echo report showed an ejection fraction of 60 to 65%. Severe basal septal lvh (17.5 mm). Grade 1 dd without significant lvot gradient. The 23 mm sapien 3 valve is thickened with severely elevated gradients (mg/pg 55/90 mmhg, ava 0.75 cm2, peak velocity 478 cm/s. No ai). Approximately 3 months later, a CT report revealed that the valve has thickened leaflets with severely elevated gradients. A vinv was performed with a non-edwards valve.